Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker had presented to the emergency room (ER) with shortness of breath, lack of energy, and a low heart rate. It was noted that the patient had been feeling these symptoms for a few months. Review of the presenting electrogram (egm) revealed loss of capture (loc). The field representative programmed the pacemaker to vvi right ventricle (rv) only with output of 7.5v @ 2.0 ms and attempted to overdrive at 110-115 bpm. There was capture, however when programmed to the lower rate limit 75, there was no rv capture. The patient had a heart rate of 95 bpm on the EKG, however the pulse ox rate was at 48%. The patient was admitted and scheduled to see the electrophysiologist. Programming was changed to maximum outputs with lrl 75. This pacemaker remains in service. No additional adverse patient effects were reported.